Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease is observed. ¿ white particles were observed on the shell. ¿ wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Patient reported left capsular contracture. Healthcare professional reported left capsular contracture as baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported a capsular contracture baker grade unknown. Device remains implanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.